Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, right side rupture. And capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, rupture, visibility/palpability and edema was received on sep 30, 2024 with lot number 1522160. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, 1 opening assessed, as fold flow opening. Capsular contracture: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. Edema: unable to observe, as it is not related to the device. As per the investigation procedure: non-penetrating nick, wear abrasion and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported, right side rupture. And capsular contracture, baker grade ii. The device has been explanted.